Event description:
A customer reported a patient had expired the same day their cx50 ultrasound system was used upon them. No further information was provided nor could be obtained at this time. The service engineer reported the system and transducer testing passed and the system was fully operational and functional. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine if the system malfunctioned. The system logs were reviewed and only a disconnected network cable was noted in the logs. This issue would not affect the image quality or the performance of the system. The user would still be able to obtain images as well as measurements and calculations. There was no allegation or evidence of a malfunction of the device. No further information could be obtained from the customer.